Event description:
It was reported that on (B)(6) 2022 during a localizer procedure, the localizer tag seemed to be stuck to a plasmablade while resecting the tissue from the patient. When the sample was sent to the pathology lab, the clip was not found in the specimen area of interest from where the tag was removed from. The surgeon had to go back in and take additional specimen using the c-arm in order to get out the clip. The surgeon reported that slightly more breast tissue was removed to find the lesion, the patient did require additional imaging (fluoroscopy to triangulate and find the biopsy clip).

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.